Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the ilet screen cracked after being dropped while hiking. The screen remained functional but had a large crack. A replacement ilet was arranged, and the user planned to continue using the current device until the replacement arrived, with backup therapy available if needed. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.